Manufacturer narrative:
No patient involvement. A medtronic field service engineer replaced the umbilical cable on the system and this resolved the issue. System tested fully functional after replacement.

Event description:
When the hospital radiographer went to perform the monthly qa process it was noticed that the o-arm was stuck in standalone mode and would not connect with the view station. No patient was present.